Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch qebbhx, and no non-conformances were identified. Investigation summary: the product was returned for evaluation. Ethicon inc conducted a visual inspection of the sample returned. Visual analysis of the returned product revealed that one opened sample product code sxpp1b105 was received for evaluation. Upon visual inspection of the returned sample, body fluids were observed and the suture barbs were to be damaged at the tips, in addition the fixation tab (loop) was observed detachment. As with any device, care should be taken to avoid damage to the strand when handling. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The following information was requested, but unavailable: what is the procedure date? Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ug/m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a barbed suture was used. During an unknown surgery, it was found that the knot of the loop had been untied before use. There were no adverse consequences to the patient. Upon evaluation of the returned device, suture barbs were damaged at the tips and the fixation tab (loop) was observed detachment. No additional information was provided.